Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bolus was stopped automatically. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump received multiple bolus stopped alarms. Customer was assisted with troubleshooting. Customer was able to clear the alarm. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected occlusions/insulin flow blocked or bolus stopped alarm during testing noted. (B)(4).